Event description:
Endo gia stapler reload would not open after firing during thoracotomy. Device was removed by physician. Reload and gia staplers saved along with labels that include lot number. There were 2 staplers with multiple reloads on field. Device information included for both staplers and reloads.